Manufacturer narrative:
The reagent lot number was 77292601 with an expiration date of 31-oct-2024. The last calibration, performed on 25-apr-2024, was acceptable. The customer's qc was acceptable. There was no indication of a reagent performance issue. The customer's pre-analytical data was ok. The investigation reviewed the customer's alarm trace. Abnormal aspiration and sample clot detection flags were observed, which are indications of possible poor sample quality. The field service representative found the rinse water level was too low on the rinse mechanism. He performed the gear pump calibration, flushed water lines on the rinse mechanism, and adjusted the rinse water, acid, and base levels on the rinse mechanism. He performed gear pump calibration, calibrated creatinine, performed qc, and performed a precision test plus hardware check. All results were acceptable and the instrument was performing as specifications. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable cobas creatinine plus ver.2 assay results for 3 patient samples on a cobas c 503 analytical unit. Patient 1: the initial result was 3.6 mg/dl. The repeated result was 1.2 mg/dl. Patient 2: the initial result was 1.7 mg/dl. The repeated result was 0.7 mg/dl. Patient 3: the initial result was 1.1 mg/dl. The repeated result was 0.5 mg/dl. The samples were repeated due to failing delta checks in the customer's middleware. The samples were repeated on another analyzer. The results were reported outside of the laboratory.